Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported: (B)(6) 2004- physician communication (specialist to primary care) re: evaluation of patient post work related injury ((B)(6) 2002) and subsequent low back pain radiating down both legs and recommends lumbar discogram to determine origin of pain. On (B)(6) 2004, physician communication (specialist to primary care) re: rationale for lumbar discogram (B)(6) 2004, physician communication (specialist to primary care). Re: results and toleration of lumbar discogram (B)(6) 2004, physician communication (specialist to primary care) re: anticipated surgery (B)(6) 2004 pending evaluation by psychologist and consideration of his high pre-operative narcotic needs (B)(6) 2004, physician notes indicate surgery including lumbar decompression, fusion and fixation l4-l5-s1 with interbody fusion and pedicle screw instrumentation was performed on (B)(6) 2004. Discharged in ¿good, improved condition.¿ on (B)(6) 2004, physician communication (specialist to primary care) re: first post-op visit following lumbar fusion: incision is clean, dry, and healing well w/ small area of erythema which isan area of pressure. Patient advised to avoid pressure on this location. Utilizing narcotics including duragesic patches 100mcg per hour, percocet 10mg 8 per day and oxycontin 20mg 3 x a day. Also on valium 10mg twice a day and flexeril. X-rays show a convex myospasm scoliosis left with interbody fusion and appropriate hardware placement. The osseous alignment in the area of fusion is otherwise, well maintained. On (B)(6) 2004, physician communication (specialist to primary care) re: second post op visit. Patient reports having been treated with antibiotics for staph infection in his incision. F/u on (B)(6) 2004, to do bending films to assess healing; patient encouraged to wean off narcotics with primary care mds help. On (B)(6) 2004, physician communication (specialist to primary care) re: third post op visit. These x-rays showed normal osseous alignment with mild myospasm of the lumbar spine, restored lordosis, fixation plates and screws were in normal alignment, and on flexion extension views the l4-l5 showed incomplete ossification. We will see this patient back at his six month post-operative visit for follow-up flexion extension views to reassess this level. He will continue with primary care for narcotic pain medication management. On (B)(6) 2005 physician communication (specialist to primary care) re: for office visit where patient c/o bilateral lumbar spine pain with radicular symptoms down his bilateral thighs in a circumferential nature. He continues on vicodin 5/500 eight per day, duragesic 100 mcg. Per hour, valium 10 mg. Q h.s. And flexeril as needed for spasm. In office flexion/extension ap and lateral x-rays of his lumbar spine indicate, the fusion appears solid in nature with plates and screws flush against the ventral surface of his vertebrae at l4-l5 and l5-sl levels, osseous alignment and lordosis have been restored. If pain continues, recommend the patient have removal of his hardware with possible re-exploration and possible re-fusion at this level. Encouraged the patient continue to wean off of his narcotic pain medications as he states that he is somewhat better but certainly not 100%. Follow up with primary for his pain medication and will follow-up with us once his MRI obtained. On (B)(6) 2005, physician communication (specialist to primary care) re: visit in which patient reports increasing back pain, however, MRI shows fusions to be healing with no adjacent segment progression. Discussed hardware removal. On (B)(6) 2005, physician communication (specialist to primary care) re: visit to evaluate persistent back pain. Risks, benefits and limitations of the hardware removal procedure were discussed. Scheduled for procedure (B)(6) 20005. On (B)(6) 2005, physician communication (specialist to primary care) re: post op visit hardware removal. Incision is clean, dry and healing well. Satisfactory improvement following removal of posterior instrumentation. Recommended pt after 6 weeks. On (B)(6) 2005, physician communication (specialist to primary care) re: fu post hardware removal. Patient has had ¿no improvement¿; ¿lumbar range of motion is severely restricted. The fusion, however, to be healing quite nicely. There is no adjacent segment progression at l3-4. The intervertebral disc space and posterolateral fusions at l4-5 and l5-sl show excellent signs of healing¿. Recommended ¿long term palliation to include dorsal column stimulation trial.¿